Event description:
The patient only felt stimulation coverage in parts of her back when she leaned backward. The lead was replaced and repositioned. The system worked better after surgery. The entire device system was explanted due to infection within a month or implant. Please see MFR. Report # 3004209178-2008-07806.